Manufacturer narrative:
Continuation of d10: product ID 09053 lot# serial# unknown implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09053, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: kw medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for facial pain. It was reported that the patient had the implant done in belgium, with the lead having three contacts. The patient returned to kuwait and was following up in a pain clinic in kuwait. The week prior to (B)(6) 2021, the patient visited the hospital complaining that once that ins battery level reached 30% the settings not available - cannot provide your desired intensity settings message appeared on the patient controller. The pain nurse thought that replacing the controller could resolve the issue, but this did not work. After that she checked impedance and found that the impedance value for electrode number two was high. A photograph of the clinician tablet displaying impedance results showed that using electrode 0 as the reference, electrode one had impedance of 1480 ohms with the ok status and electrode two had impedance of 36260 ohms with the avoid status. Electrode three had impedance results of 40000 ohms with the do not use status, but again it was noted that the patient's lead only had three contacts. The rep was contacted on 18-oct-2021 asking for an explanation. A photograph of the patient controller displaying the settings not available screen was also provided. No symptoms were reported. Additional information was received stating that the patient visited the pain clinic on (B)(6) 2021 with the complaint that the settings not available screen occurred when the ins was at 30%. The patient was still receiving the therapy. There was no patient harm, injury, or death. Additional information was received from the rep. It was reported that the active electrodes were zero and one. Regarding the settings not available message, the pain nurse decreased the intensity from 6.4 milliamperes (ma) to 6 ma and this resolved the issue, but the patient was not happy with the changes. In the last visit to the pain clinic, they decreased the pulse width from 450 microseconds to 250 microseconds and they had not received any updates from the patient until (B)(6) 2021. The patient was claiming that since the settings not available message starts to appear, she starts to feel that pain relief is decreased a bit. Additional information was received from the manufacturer representative reporting that the normal process of lead impedance check was followed. An x-ray was done. Additional information was received from the rep. It was reported that the doctor said they did not see any sign of lead breakage or displacement in the x-ray. She added that she shared the x-ray with the doctor who did the implant in belgium and he confirmed the same.